Manufacturer narrative:
Insulin pump received with cracked and bleeding lcd glass. Minor scratched lcd window, cracked case near display window corners, cracked reservoir tube lip. Unable to performed functional test due to display anomaly.

Event description:
Customer called to report damage to the insulin pump. Customer's blood glucose level at the time of the incident was 91 mg/dl. Customer stated that the pump fell out of her pocket and now it no longer works. Advised discontinuation of the insulin pump and revert to back up plan per health care professional. Product is being returned and replaced.